Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, biohazard reddish residue and stains at the distal end were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope is leaking. The event occurred during preparation for use. During a standard service inspection of the customer returned device, reddish residue and stains at the distal end were observed. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the residue/stain on the distal end of the device. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the issue. However, it is probable that the issue occurred because of insufficient reprocessing. The air leak likely hindered the proper reprocessing of the device. Olympus will continue to monitor field performance for this device.